Event description:
Customer reported the plastic cannula inside the rf101 is breaking off. The customer did not know if the broken portion migrated down the IV tubing; they stated it could have stayed in the latex port.